Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a large pneumothorax was identified by a chest x-ray. Although the patient remained asymptomatic, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for a total of four days (the fourth day was due to inclement weather and not related to the event). The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The large pneumothorax was identified by a chest x-ray. The lesion biopsied during the procedure was approximately 1 cm in size and located in the left lower lobe. The distance of the lesion to the pleura is unknown. Although the patient remained asymptomatic, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for a total of four days; however, the fourth day was due to inclement weather and not related to the event. The patient was discharged home in stable condition. The physician believes that the pneumothorax was caused by a transbronchial biopsy and does not believe that an ion product caused or contributed to the pneumothorax. The physician confirmed that there was no malfunction of the ion system, instruments, or accessories.